Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high pacing impedance values. In addition, the lead exhibited sensing integrity counters (sic) and noise that were indicative of pending lead fracture. The rv lead was partially capped and replaced. Additionally, the implantable cardioverter defibrillator (ICD) was indicated to have a malfunction. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.